Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the right ventricular (rv) lead channel. An x-ray image indicated that the lead remained in position. Technical services (ts) reviewed the reports and noted that there were also noisy signals and low amplitudes on the rv lead channel. Ts noted that the noise was intermittently oversensed. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates the physician is still deciding on the next course of action. The device remains in use. No adverse patient effects were reported.